Manufacturer narrative:
Results: a sample was not returned for evaluation, however, a photo was provided for investigation. A photo inspection revealed damage to the blood collection tube. A device history record was not reviewed, but there were no related quality notifications for the reported lot # 6124747. All process and final inspections comply with specification requirements. Conclusion: the most likely root cause is that the dryer nozzle or spray coat nozzle came down on the tube and scrapped the side of the tube. (B)(4).

Event description:
It was reported that the 1lip of a 13x75 mm 2.0 ml bd vacutainer® tube with dipotassium edta cracked after use and blood leaked during mixing. There was no report of injury or medical intervention.